Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl [155 mcg/ml] at a dose of 177.6 mcg/day, clonidine [300 mcg/ml] at a dose of 343.74 mcg/day, and an unknown brand of morphine [4.8 mg/ml] at a dose of 5.5 mg/day. It was reported an alarm was heard. The rep stated the office had notified her that the patient¿s pump had been alarming once every hour. The rep stated the patient had an appointment that day ((B)(6) 2017) at 2:30 pm, so she would be seeing the patient in a little bit. The rep stated she had the telemetry strip from (B)(6) 2017 on the day of the pump replacement. The rep had questions about why the estimated early replacement indicator (eri) went from 81 months prior to the pump update to 72 months with pump status after update. The rep confirmed the following information with pump status after update from the telemetry strip: reservoir volume ¿ 19.7 ml, low reservoir alarm ¿ 2.0 ml, refill interval ¿ 15 days, and next refill date ¿ (B)(6) 2017. There were no symptoms or patient complications the rep was aware of. The rep called back that same day stating she just read the pump with the logs, and she was seeing the ¿pump stopped period may exceed tube set¿ error message on (B)(6) 2017. The rep stated prior to that message, she was seeing on (B)(6) 2017 ¿infusion prescription change occurred¿. The rep looked through the logs and confirmed the pump was updated multiple times with complete telemetry excluding the last time it was updated. The rep stated she was there on (B)(6) 2017 when the pump was updated, and they updated the pump a few times. The rep stated she was able to pull up the session data report after the pump was updated and was seeing the appropriate programming information.

Manufacturer narrative:
Concomitant medical products: product ID 8840, (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.